Manufacturer narrative:
(B)(4). Original reporting time frame august 1, 2015 to october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame august 1, 2015 to october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame august 1, 2015 to october 31, 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame august 1, 2015 to october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame august 1, 2015 to october 31, 2015 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame august 1, 2015 to october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the ajust¿ sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4). The total number of events for product classification code pah is (B)(4). Qty (B)(4)- ajust helical incision sling (single); qty (B)(4)- ajust¿ adjustable single incision sling; qty (B)(4)- ajust adjustable single incision sling (5-pack); qty (B)(4)- ajust adjustable single incision sling (single). Sample not received.

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced pain, unspecified urinary problems, organ perforation, dyspareunia, infection, unspecified bowel problems, urinary loss of control (incontinence), urinary leakage, urinary urgency, night sweats (sweating), right/left upper quadrant pain, hot flashes, urinary tract infection (uti), decreased urine output, low post-op hemoglobin, nausea, vomiting, bloody incisional and vaginal drainage, abdominal cramping, abdominal incision soreness, abdominal incision discomfort (discomfort), abdominal distention, scant/small vaginal bleeding, scant/small foul smelling vaginal discharge, low oxygen saturation, hypotension, bradycardia and required additional non-surgical interventions.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exemption e2013025. Original reporting time frame august 1, 2015 through october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame august 1, 2015 through october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.